Event description:
It was reported that the device was not holding pressure during a case. It would hold pressure and then release 2-3 times. This resulted in an unknown amount of bleed through into the surgical site. There were no adverse consequences to the patient, no medical intervention and no delay reported. A back-up device pump was used to complete the case.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device has not been returned for evaluation.